Manufacturer narrative:
Batch review performed on 04 december 2020: lot 1910707: (B)(4) items manufactured and released on 5-feb-2020. Expiration date: 2025-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, reporting pain due to a quad tendon rupture. The cause of the quad tendon rupture is unknown. The surgeon performed a quad tendon repair and revised the gmk-sphere tibial insert - flex s3r - 12mm with a gmk-sphere tibial insert - flex s3r - 12mn. The surgery was completed successfully.